Manufacturer narrative:
A partial lead with the connector pin measuring 15.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high, out of range, high voltage lead impedance issue was observed on the lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Procedure went well and the patient was stable.